Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for an unspecified possible product performance issue. No further information was available. The system remains in service. No adverse patient effects were reported.